Event description:
The account alleges that the hi/low will not function, resulting in an inability to go into trendelenburg or reverse trendelenburg.

Event description:
Reporter alleged obtaining a result of 359 mg/dl on the advantage system compared back to back with a result of 176 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.